Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead dislodged before day 1 post op check. Device reprogrammed vvi 50 during day 1 post operation interrogation. Atrial lead then revised 2 days post initial operation.